Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned ruby coil revealed a functional device. During the functional testing, the ruby coil was able to be advanced through the returned lantern without an issue. The root cause of the reported resistance was unable to be determined. Further investigation revealed that the embolization coil had offset coil winds and these damages were likely incidental to the complaint. After investigation was completed, the penumbra investigator accidentally detached the embolization coil during packaging. Evaluation of the returned lantern revealed it was undamaged and functional. During functional testing, the returned ruby coil was able to be advanced through the returned lantern without issue. The complaint indicated that this lantern was used to complete the procedure. There were no allegations against the lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully implanted four ruby coils in the target location using a lantern delivery microcatheter (lantern). Upon advancement of the fifth ruby coil approximately halfway out of the distal tip of the lantern, the physician experienced resistance and reported that the ruby coil became stuck. When the physician retracted and re-advanced the ruby coil, the physician experienced resistance at the same location in the lantern and the ruby coil again became stuck. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.